Event description:
In 2006 a gore tag thoracic endoprosthesis was implanted to repair a pseudoaneurysm after a traumatic injury. Six days later, a postoperative computed tomography scan revealed a proximal type I endoleak. The physician confirms the endoleak has persisted greater than thirty days and will monitor the pt.

Manufacturer narrative:
The device remains functioning in the pt. A review of the manufacturing paperwork is being conducted.